Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer was hospitalized for hyperglycemia on (B)(6) 2018 due to possible under delivery of insulin. It was reported that the customer has high blood glucose levels of 35 mmol/l at the time of incident. It was reported that the insulin pump was not working and was showing incorrect amount of insulin. It was reported that the customer went through an x-ray machine last week as she has a fractured pelvis and forgot to remove the insulin pump. It was reported that the insulin pump was showing 152 units left and had crack on the screen. It was reported that the customer was treated with pen to treat high blood glucose levels. It was reported that the customer declined to perform a troubleshooting. The customer reported that the insulin pump was dropped by nurse when customer was in the hospital. Product is expected to return for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08700 inches. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. The motor functions properly during testing. No motor anomaly or displacement anomaly noted. The motor was tested outside of the unit and passed. Device uploaded properly using carelink. No crack noted on the display window or on the lcd glass. Device had minor/deep scratched display window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).